Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in use. The device has been received by a third-party service technician and is awaiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was received and evaluated. A review of the error log confirmed a ventilator inoperative condition had occurred. The circuit board was replaced, and the software was upgraded to the latest version. The device passed all testing.